Manufacturer narrative:
The rse evaluated the device remotely and determined that battery test was failed and the device prompted to replace the battery. However, no further information is available as the customer has declined any additional service. The device remains at the customer site. No further evaluation is warranted at this time. Based on the information available and the testing conducted, we were unable to determine the cause of the reported problem. The reported problem was confirmed.

Manufacturer narrative:
Reporter last name: ma. Reporting institution name: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device prompts to replace battery. There was no patient involvement. The efficia dfm100 defibrillator, model#: 866199, is substantially similar to the heartstart xl+ defibrillator (model#: 861290) and will be reported in the united states under device model#: 861290.